Event description:
The pt reported that the buttons will not respond on the keypad. The reporter denies damage to the keypad or exposure to water. Additionally, the paint was not peeling or chipping but was rubbing off.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were responding to button presses as expected. There was no evidence of contamination found under the key contacts. The reported keypad issue was unable to be duplicated during investigation.